Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed pneumonia. Antibiotics and oxygen were administered. Subsequently, renal failure and heart failure were noted. Treatment for these conditions was continued. Approximately 1 month and 2 weeks following the procedure, the patient developed a fever and impaired consciousness. Blood cultures revealed candidemia as the cause of the respiratory infection. Approximately 5 days later, respiratory arrest and cardiac arrest occurred, and the patient died. Per the physician, the cause of death was infection and neither the device nor the procedure contributed to the patient's death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: date is approximate: month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.